Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele,and rectocele. It was reported that the patient had a concurrent procedure of repair of large cystocele and rectocele performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02741. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient had cystoscopy, retrograde pyelogram, uteroscopy and attempted lithotripsy with ureteral stents placed for kidney stones. (B)(6) 2007. Patient had right extracorporeal shock wave lithotripsy, cystoscopy, and removal of j stent for dx of calculus of ureter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat severe stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and fistulae. It was reported that the patient did not undergo mesh removal which was recommended by the patient's doctor due to ¿I was afraid due to a bad experience.¿ (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02741. The same patient is represented in each medwatch.